Event description:
On (B)(6) 2011 at the (B)(6) in (B)(6) it was reported that during priming, the roller pump module (rpm) serial number (B)(4) displayed a run-away error. The perfusionist restarted the pump and tried again but another a run-away error occured. The perfusionist then turned off the pump, lifted it off of the base and replaced it. When they switched it back on the head spun at maximum rpm. They switched off and tried again, again the head span at full rpm. They switched off and replaced the rpm20 with a spare, which they used to complete the case. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rpm was inspected by the (B)(4) technician and the issue could not be reproduced. (B)(4).